Event description:
An ophthalmic surgeon reported that during the irrigation and aspiration portion of cataract surgery, a posterior capsule tear occurred. The physician commented that the tear was observed "on the opposite side of the aspiration port, at capsule polish". Current status of the pt is unk. The customer reportedly reuses tips approx ten times each. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).